Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging an unusual issue with his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the unusual issue occurred in (B)(6) 2016; he alleged the ¿meter would turn on and show code 25 and once the meter showed apply blood and the blood was applied it would not give a glucose reading¿. The patient manages his diabetes with a combination of insulin and oral medication, including metformin. He reported that as a result of the alleged issue, he consumed less food/drink. He alleged that an unknown time after the issue began, he developed symptoms of ¿thirst, frequent urination, blurry vision, muscle aches and tiredness¿. He reported that he continued to administer his usual dose of insulin and metformin and denied receiving any additional treatment for his symptoms. At the time of troubleshooting, the cca walked the patient through resolving the issue, but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.